Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with motor error alarm. The customer's blood glucose level was reported to be 318.6mg/dl. It was reported that the pump continued to rewind. It was reported that the customer was not able to complete rewind process. It was reported that the pump was no longer in warranty. It was reported that the customer was advised against using the pump. It was reported that the customer was advised they would be contacted about pump upgrade. No further information provided.